Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident was 87 mg/dl it was advised to disconnect at the quick release and she was assisted with priming air bubbles out. The product will not be returned for analysis.